Manufacturer narrative:
Analysis could not confirm hard drive crashing, printer issues, wireless telemetry issues, or data synchronization software issues. The programmer passed incoming functional testing. It was found that the programmer took an extended period of time to boot up, and it would boot to a system error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's wireless was not always working, the data synchronization software feature did not always work, and the programmer would not turn on. It was also reported that the printer did not work and the hard drive would crash. The programmer has been returned for service. There was no patient involvement.